Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient¿s cgm displayed erratic glucose values, fluctuating between high and low readings. The household did not have a glucometer available to obtain the fingerstick measurements. When the receiver displayed a low glucose reading, the patient consumed orange juice based on the cgm result. Shortly after, the patient began vomiting. A ketone test was performed at home, showing elevated ketone levels. The patient administered an insulin injection and took metformin, which is part of his daily medication regimen. Despite these interventions, his hyperglycemia remained uncontrolled. Due to the worsening condition, the patient¿s wife drove him to the hospital. Upon arrival, a fingerstick test indicated a bg level of approximately 700 mg/dl. The reporter was unable to recall the corresponding cgm value at that time. A ketone test conducted in the hospital confirmed that the patient was experiencing diabetic ketoacidosis (dka). The patient was treated with IV fluids and an IV insulin infusion. The cgm sensor was removed during the hospital visit. The patient remained hospitalized for approximately two days and was discharged on (B)(6) 2026. At the time of the report, the patient was stated to be in stable condition and feeling fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.